Event description:
It was reported that a patient experienced shocking, palpitations and jerking of her stomach. The patient is at home but was planning to go to the hospital. Further information is being requested from the hcp.